Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.device evaluated by MFR: promus element plus, mr, ous 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A hypotube break at 21cm from the distal end of the strain relief was also noted. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019.it was reported that crossing difficulties were encountered.a 2.50x12mm promus element plus drug-eluting stent was advanced for treatment; however, the device could not track down the lesion. No patient complications were reported.however, returned device analysis revealed hypotube break.